Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and could not duplicate the error nor confirm the reported complaint. Fse was told by the customer that they performed maintenance on the unit the day before and it has been running fine. Fse checked the wash probes, the wash wells, tested sensors and all passed. Customer stated they saw liquid overflow in the well below bf2 when the error occurred prior to fse arrival. Fse replaced the liquid pump lp173 and customer ran qc (quality controls). The system operated as intended. The probable cause of this event was the failure of the pump lp173. A 13-month service and complaint history review was performed for aia-900 analyzer serial number (B)(4) from 09oct2016 to 09nov2017. The review found there were no other similar reported complaints for this product during this period. The aia-900 operator's manual under section flags and error messages, states the following: [2232] bf overflow sensor 2 failure: cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact the local representative. Check s133.

Event description:
The customer reported receiving a random error code 2232 (bf overflow sensor 2 failure) with their analyzer. Customer stated that this error can occur during both qc (quality controls) and/or patient sample runs. When the error occurs, they would clear it and examine the wash probe which appear to be normal. However, they would find an overflow of wash solutions in the cups. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for ctnl2, bhcg, and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.